Event description:
Customer reported the cic bedrock locked up and alarmed. The cic was rebooted. There was no reported patient injury. Conclusion: medical systems' investigation into the reported complaint is ongoing.